Event description:
It was reported that a user saw flames from her hearing aid charger. The hearing aids had been charging overnight, and in the morning the user noticed flames coming from the charger. The user hit the charger with a kleenex box to put it out, after which she unplugged the charger. The hearing aids were in the charger when the incident occured, the hearing aids reportedly work as expected. No harm occured to the user following the event. It was reported that some of the charger melted onto the rug below where the charger was sitting. No further follow up from the reporter received. 20mar2026: no further follow up from the reporter received.

Manufacturer narrative:
Manufacturer's ref# (B)(4). A device history record review have been completed. No deviation or changes were found during manufacturing of the device. The device is currently being investigated by an independent party. The results of this investigation will be submitted in a final report. This is a follow up report. Investigation is still in progress. A final report will be submitted upon completion.

Event description:
It was reported that a user saw flames from her hearing aid charger. The hearing aids had been charging overnight, and in the morning the user noticed flames coming from the charger. The user hit the charger with a kleenex box to put it out, after which she unplugged the charger. The hearing aids were in the charger when the incident occured, the hearing aids reportedly work as expected. No harm occured to the user following the event. It was reported that some of the charger melted onto the rug below where the charger was sitting. No further follow up from the reporter received. 20mar2026. No further follow up from the reporter received. 17apr2026. No further follow up from the reporter received.

Manufacturer narrative:
Manufacturer's ref# (B)(4). A device history record review have been completed. No deviation or changes were found during manufacturing of the device. The device is currently being investigated by an independent party. The results of this investigation will be submitted in a final report. 17-apr-2026: the event is now under investigation through the internal corrective and preventive action (CAPA) process, and the root cause investigation is pending. A final report will be submitted upon completion of the CAPA.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). A device history record review have been completed. No deviation or changes were found during manufacturing of the device. The device is currently being investigated by an independent party. The results of this investigation will be submitted in a final report. This is an initial report. Investigation is still in progress. A final report will be submitted upon completion.

Event description:
It was reported that a user saw flames from her hearing aid charger. The hearing aids had been charging overnight, and in the morning the user noticed flames coming from the charger. The user hit the charger with a kleenex box to put it out, after which she unplugged the charger. The hearing aids were in the charger when the incident occured, the hearing aids reportedly work as expected. No harm occured to the user following the event. It was reported that some of the charger melted onto the rug below where the charger was sitting. No further follow up from the reporter received.